Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (d does not communicate with monitor) has confirmed. The pgnd wire was reading open in the trunk cable. The root cause for damaged wire was unable to be identified there was no adverse event that resulted from the damaged belt.